Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the analysis revealed that the distal conductor was fractured. It was also noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead had a possible crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.